Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that aneurx and talent stent grafts were implanted. Through routine follow-up the CT imaging revealed a fabric type iii endoleak of the talent stent graft. In order to resolve the endoleak a talent converter was implanted and extended with a limb followed by placement of an occluder and this successfully resolved the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results inherent risk of procedure (endoleak), lack of information (unknown cause of event). Evaluation, conclusion: lack of information (unknown cause of event).